Event description:
It was reported there was an abscess around the device that cultured out (B)(6) with (B)(6) bacteremia and (B)(6) necrotizing pneumonia. The patient is reported to have died and the death was reported to be device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Outer tubing overlay breached cut. Proximal segment returned and analyzed.